Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking fluid at the probe during startup. The operators were wearing gloves, goggles and lab coats at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. Cleanup was completed following the biohazard spill protocol. No patient results were affected and there was no death, injury or change to patient treatment associated to this complaint. The field service engineer (fse) found that the probe was leaking at the backwash at the end of startup. The fse verified the operation of all the related solenoids, pinch valves and tubing but could not find anything wrong. The fse replaced the aspiration syringe and the leak was repaired. The repairs were verified per established procedures. Blood, controls, cleaning reagent (clenz), or diluent may be present at the probe of the instrument. The cause of the leak is unknown, but the leak was repaired by replacing the aspiration syringe.

Manufacturer narrative:
(B)(4).